Event description:
During tka surgery using nrg-ps, the cement set too quickly (within approx. 6 mm). The surgeon placed the tibial component first and the femoral component next, the cement started to set, therefore, the femoral component could not be placed to the correct position (approx. 4mm floating). The patella had been put some cement, however, the cement on the patella could not be removed. The surgeon removed the nrg-ps femur and placed ts #7 + stem, and placed a concentric patella instead. In this surgery, the cement mixing component was styker's acm and the bioment's cement gun was used.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared (B)(4). An evaluation of the device cannot be performed, as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.